Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft break occurred. In (B)(6) 2012, the target lesion was located in the right coronary artery (rca). A 4.0x16mm promus element plus stent was initially implanted to the lesion. In (B)(6) 2013, they attempted to open up the rca and noticed the previously implanted promus element plus stent had restenosis. A 3.5x20mm quantum maverick balloon was used to advance and to treat the lesion. In (B)(6) 2013, a vascular access was obtained via the right radial artery. The in-stent restenosed target lesion being treated was located in the right coronary artery. A 4.0x16mm ion stent delivery system (sds) was advanced to the lesion but it would not cross to the ostium. During the procedure, they experienced some resistance with the ion stent. So the physician pulled it out and noticed that the shaft had a little bit bent on it. They tried to deliver it again but the shaft broke on the bended area. The part of the catheter with the stent was still inside the body and the other broken part of the shaft was sticking outside of the non-bsc guide catheter when placed on the table. They pulled everything in one piece. The procedure was completed with a different device. The patient¿s status is fine.

Event description:
Same patient as MDR ID: 2134265-2013-05382. Same case as MDR ID: 2134265-2013-05380. It was reported that during a stenting treatment procedure, shaft break occurred. In december 2012, the target lesion was located in the right coronary artery (rca). A 4.0x16mm promus element plus stent was initially implanted to the lesion. In may 2013, they attempted to open up the rca and noticed the previously implanted promus element plus stent had restenosis. A 3.5x20mm quantum maverick balloon was used to advance and to treat the lesion. In (B)(6) 2013, a vascular access was obtained via the right radial artery. The in-stent restenosed target lesion being treated was located in the right coronary artery. A 4.0x16mm ion stent delivery system (sds) was advanced to the lesion but it would not cross to the ostium. During the procedure, they experienced some resistance with the ion stent. So the physician pulled it out and noticed that the shaft had a little bit bent on it. They tried to deliver it again but the shaft broke on the bended area. The part of the catheter with the stent was still inside the body and the other broken part of the shaft was sticking outside of the non-bsc guide catheter when placed on the table. They pulled everything in one piece. The procedure was completed with a different device. The patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device ws returned for evaluation. A visual examination found that the device was returned in two sections due to a hypotube break 27 cm from the manifold strain relief. The hypotube was kinked at the proximal side up to 9 cm distal to the break site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).